Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic procedure the energy devices powerseal had broken jaw connection. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. According to the investigation, the analysis was conducted based on the complaint information. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The investigation stated that it is unknown whether the product meets the specifications. However, cause of the reported failure could linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.